Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported the omnipod 5 controller would get extremely hot whenever it was plugged in for charging. The controllers battery was also unable to hold a charge. Additional information was solicited, but unavailable.